Event description:
The following report is a result of our health's system quality process; we were asked by our system safety committee to voluntarily report this incident after it was presented to them on (B)(6) 2013. It had been reported at the facility level after the investigation was complete, and once presented to system safety we were asked to submit to the FDA. On (B)(6) 2013, a (B)(6) female pt was admitted to a monitored bed and bipap was ordered. The respironics vision bipap unit initiated at 07:10 on the pt. Several nurses and clinical staff as well as an environmental services technician were in and out of the pt's room during the morning and remember the unit running. At 10:07, the pt had complained of the sound that the unit made and wanted it turned off; but the nurse explained that it was helping her breathing, and needed to continue. At 10:30, the vital signs monitor alarmed indicating a low nibp reading. The nurses presented to the room and found the pt unresponsive. The spo2 reading was at 88%; alarm set to less than 88%, ut was also noted that the bipap machine screen was black and the machine was not functioning. The respiratory therapist cycled the machine and the screen lit up and the machine functioned. She cannot remember if the switch was in the off or on position, when she turned it back on; just that, it did come back on when she flipped the switch. The machine was not placed back on the pt. The pt was a dnr and did expire shortly after. The unit was inspected by the clinical engineering staff and it ran for 24 hours without error. Unit was a rental unit, we also notified the vendor at the time of this report to the FDA, for their records and response. We checked the rental company's equipment history and the bipap had all of the proper pm procedures completed as required by the manufacturer.